Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 66 mg/dl and then a bg of 254 mg/dl. The customer drank juice to address the low bg and a correction bolus was delivered to address the high bg. The customer did not know the cause of the fluctuating bg levels. The customer's bg was in the target range at the time tandem customer technical support (cts) was contacted. Cts advised the customer to contact a healthcare provider to discuss the event.